Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt's nurse reported the pt was hospitalized with elevated blood glucose of 1000 mg/dl. His normal blood glucose level is 200 mg/dl. He was being treated with an insulin IV. The nurse was instructed to bolus 2 units of insulin in the air and insulin was delivered. She reviewed the alarm history and found an e4 (occlusion) error at 4:15am on (B)(6) 2011. The pt was not available to verify that error was cleared. Further attempts to f/u with the pt to troubleshoot were unsuccessful. No product was requested to be returned for evaluation.